Event description:
The customer's nurse reported via phone call indicating that the customer was admitted to the emergency room on (B)(6) 2015. Customer was admitted for a high blood glucose level of 530 mg/dl. Customer was wearing the insulin pump at the time of the emergency room visit. Customer had a diabetic ketoacidosis. The insulin pump alarmed no delivery. Before the customer's hospitalization, their blood glucose level fluctuated. The customer reported that they were vomiting and had ketones. Customer did not return the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.